Event description:
On (B)(6) 2020 have an MRI with contrast at (B)(6) hospital, (B)(6). They pick my finger for blood test, then say kidney ok. After that test, I have whole body pain, muscle pain to finger pressure, and movement, that last several days. Pain reduce with massage, light exercise movement, taking plenty of water. Suspicious of receiving too much of x-ray, then injection of MRI contrast that does not eliminate by renal body. The pain happens after MRI contrast injection procedure at night. An (B)(6) years old patient. Pain duration until today (B)(6) 2020.